Manufacturer narrative:
Device evaluation: a visual and a tactile inspection were carried out on the device, no abnormalities or defects were found. A 0.80 mm stylette was inserted all proximal shaft length long and no obstruction detected. Three aspiration tests were performed connecting the device to a syringe while the distal part was plunged in a beaker filled by red water. Applying negative pressure by the syringe, it took between 20 / 23 seconds to fill the syringe completely (30 ml). The passage of fluid is also allowed from the hub to the tip. No abnormalities detected on the side holes. No other dimensional abnormalities were detected on the device. (B)(4).

Event description:
During an attempt to treat a moderately calcified lesion in the right coronary artery that exhibited 80% stenosis, a physician used a diver ce max. No abnormality was noted during preparation and inspection of the device prior to use. The lesion was pre dilated once at 8atm for 4s and 40% stenosis remained post pre dilatation. It was reported that the device could not aspirate the thrombus effectively. Another device was used to complete the surgery. The physician determined that the reason of the event is the complex lesions. There was no injury to patient reported for this event or clinical sequelae. "Please note that this device (diver ce max) is not marketed in the united states; however, it is similar to the united states marketed device (diver ce). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."